Event description:
It was reported that the implantable cardiac defibrillator (ICD) had a sensing detection problem and oversensing and the right ventricular (rv) lead had oversensing. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=6032 counts avg/day, in 42.4 days, between (B)(4) 2012 02:40:28 and (B)(4) 2012 12:12:41.